Manufacturer narrative:
No device is returning for evaluation. Because a lot number was not provided, a search of the device history record and complaint database could not be performed. Device is a permanent implant.

Event description:
On (B)(6) 2015 the patient was treated with embospheres in the right inferior phrenic, right hepatic, and the middle hepatic artery's for a stage iva malignant liver tumor. On (B)(6) 2015 the patient developed pyrexia and blood samples were taken for culture. On (B)(6) 2015 the patient developed a gas forming liver abscess, septic shock, disseminated intravascular coagulation (dic), and cardio-respiratory arrest. Patient recovered from cardio-respiratory arrest within 15 minutes. The patient also recovered from pyrexia. The patient was admitted to ICU and was placed on ventilation. A percutaneous drainage was performed and vasopressors and antimicrobial drugs were administered. On (B)(6) 2016 the patient was recovering from the liver abscess and was transferred to a nearby hospital.